Event description:
It was reported the patient experienced increased pain, discomfort and weakness in her legs. X-ray imaging taken in the field revealed a spinous process fracture dorsal to the superior process of the superion indirect decompression spacer. The patient may have an epidural steroid injection (esi) with the physician continuing to monitor the event.